Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Stand mast broke at the welded area when lifting a patient. The patient was not injured.

Manufacturer narrative:
The failed parts were sent to the supplier for evaluation. Root cause: the mating parts were not cleaned or beveled to allow proper bonding of substrate. Corrective action: added requirement to assembly instructions to first grind and bevel the end of the tube before welding. Inspection procedures implemented with documentation to be approved by quality control.

Event description:
Stand mast broke at the welded area when lifting a patient. The patient was not injured.